Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, a disposable pin broke off inside the patient. Attempts have been made and no further information has been provided.